Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed error an other pump error alarm. Customer reported that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed recurred after inserting a new battery. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.